Event description:
It was reported that p-waves reduced to unacceptable values. The pocket was reopened and the atrial lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.